Event description:
Device 1 of 3: reference MFR report: 1627487-2013-15177. Reference MFR report: 1627487-2013-15178. The patient had two single extensions (from the same lot) as part of her scs system. It was reported the patient's scs system was explanted due to an infection. The patient is being treated with antibiotics.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.